Manufacturer narrative:
(B)(4). The device was received disassembled. As a result, functional testing could not occur. The device's distal tip of the blade was broken off. The remaining blade portion was scratched. In addition, the tissue pad was melted and partially detached and the tip of the clamp arm has a piece broken and missing. We are unable to confirm if the damage to the clamp arm was caused by the disassembly.

Event description:
It was reported that during a total lap hysterectomy procedure, the blade tip broke off. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time